Event description:
Customer reported a reservoir leak in the reservoir compartment. The blood glucosed reading is 62 mg/dl. Customer also reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 500 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.